Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer would reloaded the same cartridge and the issue was resolved. Review of the pump data revealed that the cartridges were filled with less insulin initially than the customer thought it was filled. The customer was advised to refill the cartridge and upload pump data. Multiple attempts have been made to contact the customer that have been unsuccessful.